Event description:
The patient's spouse called to report that pt used the suspect device and obtained a result of 183mg/dl for their blood glucose. Spouse then said they had to call an ambulance because pt's blood glucose was low. Pt was taken to the hospital and a lab test came back at 48mg/dl. Spouse did not know what treatment was provided. Spouse stated they were trying to regulate pt's glucose. Glucose controls were not used on the system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.